Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
The carving phase was uneventful, but when the version and inclination values set for the cup were activated when the arm was activated, the cup was pushed towards the superior. There were also difficulties in excision at this stage.)the cup was driven with the robot, but the surgeon also performed manual driving afterwards. After this stage, surgeon said that the version was wrong on the s copy image he looked at.

Manufacturer narrative:
An event regarding inaccurate resection involving a mako robotic arm was reported. The event was confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced: no. Troubleshooting notes: none. Work performed: the surgeon and mps reported that the cup version value was different from what was seen on the screen. When I went to field for inspection. I realized that auto arm accuracy check was yellow I make it green by performing auto kincall. Additionally, no problems were observed. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed to be potentially caused by accuracy out of spec as per the field service engineer visit. Based on the information reviewed there is no indication of any inherent software issue.

Event description:
The carving phase was uneventful, but when the version and inclination values set for the cup were activated when the arm was activated, the cup was pushed towards the superior. There were also difficulties in excision at this stage.)the cup was driven with the robot, but the surgeon also performed manual driving afterwards. After this stage, surgeon said that the version was wrong on the s copy image he looked at.